Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition and there was no visible contamination. Power up process and calibration verification test were performed; the reported problems were not duplicated; reading of the force sensor was steady (with no pressure on it) and the battery readings were all normal and battery was charging. The root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor and replaced battery as preventive measures; performed calibration on the pump and it passed.

Event description:
It was reported that the pump had force sensor and battery issues. No patient injury was reported.